Manufacturer narrative:
(B)(4). The field service representative (fsr) discovered the issue while performing a system upgrade. The fsr installed new batteries. The unit performed to manufacturer's specifications. The suspect part was returned to manufacturer for further evaluation.

Event description:
It was reported that during the use of the device for a non-clinical activity, the batteries of the system 1 base were dead. There was no patient involvement.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. As per customer they do not fully charge the battery once a month and are unsure how often they fully discharge the batteries. The customer maintains the charge of the batteries by keeping it plugged in however it often gets unplugged. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed both batteries to be received in depleted condition and neither battery charged correctly. The batteries measured 1.2 volts direct current (vdc) and 0.1 vdc upon receipt (non typical). Conductance measurements were not available due to the extremely low voltages (both failing). The batteries were attached to a power manager test platter and charged for 10 hours. Readings after charging were 11.1 vdc and 10.9 vdc respectively (non-typical). After sitting for 24 hours with no charging, and no load applied, battery voltages had dropped to approximately 5.7 vdc and 5.5 vdc respectively. Neither battery was properly holding a charge. This corroborates the reported complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.